Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump¿s reservoir lip had a crack. Due to the damage, the reservoir was unable to lock in place when inserted into the insulin pump. The customer also reported a keypad anomaly. They were unable to clear alarms and numbers scrolled on their own when they enter their carbohydrates for the bolus wizard. The customer¿s blood glucose during the incident was 245 mg/dl. They treated with manual injection. The insulin pump will be returned for analysis.